Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient enrolled in a clinical study underwent a right total knee arthroplasty on (B)(6) 2013. Subsequently, patient underwent manipulation under anesthesia on (B)(6) 2013 due to arthrofibrosis, limited range of motion, and stiffness. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components."

Event description:
It was reported that patient enrolled in a clinical study underwent a right total knee arthroplasty on (B)(6) 2013. Subsequently, patient underwent manipulation under anesthesia on (B)(6) 2013 due to arthrofibrosis. No further information has been provided.